Event description:
It was reported that the rv lead had dislodged and exhibited increased capture thresholds and decreased sensing thresholds. The lead was explanted and replaced. There were no consequences to the patient and the patient's condition was good before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.